Event description:
It was reported that in the pt's room after placement of the catheter in the internal jugular vein, the catheter was found detached from the injection hub. As a result, the catheter was removed and replaced with a new catheter and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.